Event description:
Stryker neptune smoke evacuation pencil, coated 70mm push button switch was found to have a small area (approximately 20 inches from the three metal prong/plug) in which metal wiring was protruding outside of the green insulation coating. The surgeon experienced a small circular skin burn while near the device. The surgeon was not energizing the bovie pen when they received the skin burn through the surgical gown.